Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-85608.

Event description:
It was reported that the customer was unable to fill the reservoir and had low blood glucose levels. The blood glucose reading was 40 mg/dl, which was treated with juice. The customer stated that he was changing infusion sets, and he had to use 2 reservoirs while attempting to fill the reservoir. He stated that he was unable to remove the plunger rod. The blood glucose reading was 42 mg/dl during the plunger rod anomaly. He was advised to return the reservoir for analysis. It was also reported that the customer required intervention by paramedics due to low blood glucose levels during the previous thanksgiving. He stated that his blood glucose reading lowered to 20 mg/dl. He noted that he was not hospitalized, but paramedics did treat him with an intravenous drip. He additionally reported that his infusion set was pulled from his body when he tried to disconnect at the quick release. Nothing further reported.